Event description:
The surgeon attempted to insert a 22.0 diopter aq2010v silicone three-piece lens but as the lens was ejecting the cartridge tore. The lens ejected out of the side of the cartridge and one haptic looked damaged. The reporter stated the technician decided not to use the lens. There was no patient contact or injury. The reporter stated it was felt that the cartridge was defective.